Event description:
This spontaneous case was reported to fidia by (B)(6). The below narrative includes the initial report plus subsequent follow-up information received within the deadline for submission. Forty-eight hours after receiving an intra-articular injection of hyalart (local brand for hyalgan), the pt experienced knee inflammation with impact knee jerk (+). An articular puncture was performed with the aspiration of inflammatory fluid. She was medicated orally with an [unspecified] anti-inflammatory drug plus immobilization of the joint. Forty-eight hours later a new puncture was performed with the same result. Seventy-two hours later the pt developed fever. A purulent fluid was aspirated from the joint. The pt was hospitalized and a surgical lavage was performed. She was administered with cephalexin plus gentamicin IV. Two cultures of the synovial fluid were performed, one was negative and the second one positive for streptococcus. On the sixth day of hospitalization, due to the lack of improvement a new lavage was performed. Metronidazole plus clindamycin were administered. The occurrence evolved favorably and the pt was discharge with an im [unspecified] antibiotic to be administered once a day (the orthopedist didn't know which antibiotic was prescribed). Three days after being discharged from the hospital, the pt experienced somnolence; on the fifth day she developed a distended bladder that required the placement of a probe. Since drowsiness continued she was hospitalized. A severe hyponatremia (100 mmol/l) was found leading to coma and death. No autopsy was performed. Relevant medical history included hypertension. Concomitant medications included diuretics and antihypertensives for 5 years (drugs and doses unk), lorazepam (drug and dosage unk).

Manufacturer narrative:
(B)(4). On (B)(4) 2011, the FDA granted the permission for the manufacturer, fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the USA by (B)(4)in. As a consequence, fidia (B)(4) (the manufacturer) should submit reportable cases on behalf of (B)(4). However, since this is a non-us case of which fida (B)(4) has become aware in its role of product manufacturer, fidia (B)(4) does not have any reporting obligation. Septic arthritis: the quality assurance dept at fidia (B)(4) - the manufacturer - has performed its investigations on the reserve samples. Specifically, the qa dept has repeated the sterility tests, already performed at time the batch was released, to categorically exclude an microbiological contamination jeopardizing the health of the consumer. The result of the sterility tests performed on the reserve samples is in compliance with the specification. Moreover, a deep evaluation of production and quality control documentation was performed. This evaluation includes a review of the production process, in process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristic of the raw materials and components used in the manufacture of the involved batch. From this evaluation no anomaly was found and the lot is considered as being in compliance with the specification. However, it is the manufacturer's opinion that the occurrence was not caused by the product in itself which is guaranteed to be absolutely sterile, but perhaps by the subsequent intra-articular maneuvers. It should be noted that the batch no. 143410 was formed by (B)(4) units, entirely supplied to the local distributor in (B)(4) in (B)(4) 2013. Since then, only this case of septic arthritis was recorded for that batch. Hyponatraemia: the narrative does not allow the company to determine whether or not a possible cause/effect relationship between the occurrence leading to the pt's death and the administration of the product has been suspected by the reporter. On the basis of the current knowledge of the product, there are no "reasonable" grounds for hypothesizing that hyalgan may have caused or contributed to the event. It should be noted that no similar cases have ever been received from any source, including the scientific literature, since 1987 when the product was first put on the market with over (B)(4) pts treated worldwide. The pt's medical history, her risk factors, if any, and the physicians' opinion on the event etiology are currently unk. Follow-up information has been requested.